Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product ID 457445 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the day after implant there was an increase in threshold on the ventricular lead. An x-ray confirmed a cardiac perforation. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was extrins ically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.